Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that her husband experienced high blood glucose level of 405 mg/dl. Customer had blood glucose level of 378 and 392 mg/dl. Customer stated that the insulin pump had no delivery alarm. Customer was assisted with troubleshooting. Customer stated that the issue was resolved by the changing infusion set. Customer reported alarm did not occur during manual prime. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for the analysis.